Event description:
No new information.

Manufacturer narrative:
Additional information: d6a, d6b, h6. Correction: d2a, d2b, d3, g1, h5. The reported event is confirmed based on the analysis of the patient scans provided for the planning of new unilateral left side implants. Bilateral tmj implants were placed but loosening and breakage of the left mandibular implant screws led to implant dislocation and malocclusion, prompting revision surgery. Investigation suggested heterotopic bone formation caused the left fossa implant to sit improperly, altering load forces and causing screw failure, but the exact root cause remains undetermined since the original devices were not returned for detailed analysis. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that there was a failing left side mandible fixation with lateral dislocation of the condyle.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.